Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an unrelated valve surgery, a non-sustained vt episode and intermittent undersensing were observed. The patient coded and required external defibrillation. The syncopal patient remains intubated. Undersensing of the fibrillation due to signal amplitude variability was observed. Programming changes were made.